Event description:
It was reported patient had pain at the ipg pocket site because the pocket was too big. Surgical intervention occurred on (B)(6) 2022 during which the physician made a deeper pocket and closed the previous site.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.